Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received error messages and a questionable result from coaguchek xs meter serial number (B)(4). At 8:42 am, the result from the meter was 4.3 inr. Around noon, the result from the laboratory was 3.18 inr. The laboratory reagent was not known. The result of 3.18 inr was believed to be correct. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. The customer was not anemic, had no antiphospholipid antibodies such as lupus, no direct thrombin inhibitor, no heparin, no changes in medication or diet, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 345213) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.5 inr. Qc 2: 2.5 inr. Qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory.